Event description:
The customer reported three instances where inadequate fluid was removed from pts dialyzing on phoenix. To date, no specific clinical and treatment info was provided. Pt required an add'l dialysis treatment the next day to remove his retained fluid.